Event description:
It was reported that an infusion set site folded over on one side before insertion, and the user deployed the infusion set incorrectly; an agent guided the user through a site change and replacement supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education during the call. Investigation of this case revealed an incorrectly deployed infusion set that was corrected through guided site change, with no device alerts or alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.